Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2021-00130. It was reported the patient underwent surgical intervention on (B)(6) 2020 during which an additional lead was implanted for better coverage. No complications were noted during the procedure. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.